Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that the socket wrench was missing from the system cart. The wrench was replaced with a new one. No parts will be returned because the part in question was misplaced by the user. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the emergency door open socket wrench was missing from the system. There was no patient present when this issue was identified. No additional details were provided.